Manufacturer narrative:
Initial reporter complete name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The getinge representative assisted the customer in successfully changing over to the inner lumen for alternate arterial access. They inquired as to why the alarm went off all weekend but the numbers seemed fine and the arterial line was hooked up appropriately. It was explained that even if the arterial line setup was correct, the console would not read the inner lumen information if the fiber optic cable was still plugged in. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device available for eval? Updated from "yes" to "no". Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).